Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
Healthcare professional reported a xen®45 gts event in unknown eye described as mechanical issue noted from beginning, under microscopic examination, sliding mechanism was non-existent and more pressure was required resulting in very tough slider. The implant wanted to follow the needle back when the injector button was released. Hcp was able to loosen the implant from the needle tip but stopped implantation due to safety concern. Surgery completed with backup device. No eye injury reported.